Event description:
It was reported that battery charge depleted too quickly and full charge reportedly lasted only one day. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, no date or timeframe for the event was provided, and technical support was unable to confirm battery depletion issue based on available information.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 11 / 1.7 / ios_15.3.1.